Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl and the cause was not known. During a pump system check, small air gaps were observed in the in tubing. The customer filled the tubing to remove the air gaps. Reportedly, the infusion set site was changed.